Event description:
It was reported the lead anchor failed causing the "lead to pull up into the brain," while trying to connect the lead to the extension. The lead pulled up "about 10mm," determined through an x-ray. A revision occurred approximately two weeks later, where the incision was opened, the lead pushed down and the anchor replaced. The location was confirmed with imaging during the operation. The patient was receiving effective therapy.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension; product ID 3389s-40, lot# va02m5w, implanted: 2012-(B)(6), product type lead; (B)(4).